Event description:
Reportedly, a valve was explanted at implant due to incomplete coaptation of the leaflets. Per the operative report provided on (B)(6) 2011, "during tee echo control at the end of the operation, its been noticed that the leaflets did not close properly and there was no coaptation. Due to this problem, the biological valve has been explanted from the patient and replaced another valve. Patient is doing well, there was no complication.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. An echocardiography was conducted but is not available as it was not saved.

Manufacturer narrative:
Evaluation summary attached: as received, the valve exhibits characteristic markings which indicate a suture was looped around commissure 2. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 2. These indentations were most likely left by a suture that was tied tightly down and against commissure 2, thus leading to a gap at the coaptation region. No inconsistencies were noted in the x-ray as the wireform is intact. Method: x-ray. The evaluation of this device supports the customer's report of regurgitation. However, the evaluation detected that the device had been suture looped and necessitated explant of the device due to technique error. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.